Manufacturer narrative:
Based on the information provided by the complainant, details regarding a specific correlation between the stratasis urethral sling¿s performance and the alleged injury remain unknown. A root cause of the claim allegations is inconclusive due to the lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. A follow-up MDR will be filed if additional details are obtained.

Event description:
The patient was reportedly implanted with a stratasis urethral sling on (B)(6) 2004, at (B)(6) hospital of (B)(6), by dr. John (B)(6). The patient and her attorney have alleged that as a result of this product being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.